Event description:
An incident was reported from a mantra-paf study on a standard transseptal access. During mapping of the left atrium performed under heparin cover with a navistar thermocool catheter, it was reported that the patient complained of persistent chest discomfort and transthoracic echocardiography showed a minor pericardial effusion. The catheter was withdrawn from the left atrium and no ablation was performed. Repeated transthoracic echocardiography was performed to see progression of the pericardial effusion. Due to the concurrent significant drop in blood pressure, pericardiocentesis was carried out. Post procedure, the pt was clinically stable and absence of pericardial effusion was verified by transthoracic echocardiography. After 3 hours, the catheter was removed from the pericardium. The following day transthoracic echocardiography showed pericardial effusion constituting 6 mm above the apex and 2-3 mm above the right ventricle. The patient was observed for the day and was afebrile at discharge.

Manufacturer narrative:
Product was not returned to biosense webster for investigation.